Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Hospital reported a breakage of the stem neck with consequent replacement of the insert during the revision surgery, executed due a coxarthrosis at right hip.